Event description:
It was reported that during the preparation for an emergency percutaneous coronary intervention (pci) stenting treatment procedure, the stent slid off the balloon. While opening the package of a 4.0x8mm liberte bare metal stent while prepping for a pci, it was noted that the stent slid off of the balloon. The procedure was successfully completed with the placement of another 4.0x8mm liberte bare metal stent in the 70% stenosed and mildly tortuous 8mm target lesion located in an unknown vessel. There was no damage noted on the device packaging. No patient complications occurred.